Event description:
Patient underwent laparoscopic promontofixation for grade 3/4 cystocele on (B)(6) 2025 with tht bioscience pro swing ps4 monofilament polypropylene mesh, ref (B)(4), lot 24070428. Post-op recovery was uneventful with normal voiding at discharge 04/feb/2025. Following surgery, patient developed unmasked stress urinary incontinence. On 21/mar/2025 she underwent retropubic tvt procedure with gynecare tvt exact sling, ethicon tvtrl, lot 3944960. Intra-operative cystoscopy confirmed correct placement; patient discharged (B)(6) 2025 with normal voiding and no post-void residual. Follow-up (B)(6) 2025: uro-scanner normal. Patient reported persistent mixed constipation and right ilio-inguinal neuropathic pain treated with lumbar tens. (B)(6) 2026 urology note: continued pain, constipation, and significant quality-of-life impact. Patient states she "no longer goes out" and is "suffering and depressed following treatment for pain." No device exposure, erosion, or malfunction documented to date. Patient reports ongoing chronic pain and depression following the two implant procedures.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(6).